Manufacturer narrative:
Medtronic received additional information that this 18mm pulmonary bioprosthetic valved conduit also was found to have a tear in it and later the patient developed endocarditis, in which bacteremia was identified by blood cultures. Long term oral antibiotics were administered. The conduit along with the implanted valve remain implanted. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to conduit stenosis and calcification. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 6 months post implant of this 18mm pulmonary bioprosthetic valved conduit, the device was replaced valve-in-valve with an 18mm transcatheter pulmonary bioprosthetic valve (tpbv) for unknown reasons. No additional adverse patient effects were reported.